Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was loose connection on the empty supply bag which led to this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that there was loose connection on the empty supply bag that led to this alarm. Renal therapy services (rts) assisted the patient in closing all clamps and disconnecting using aseptic technique. The patient was advised to notify their peritoneal dialysis registered nurse. Rts reviewed proper procedures with the patient per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.